Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was undergoing a stage 1 trial and the doctor suspected an allergic reaction. Four days later, allergy test kit information was requested. It was noted that the allergy kit had been discontinued. Two days later, it was reported that the patient was going to an allergist to be tested on (B)(6) 2012. Five weeks later, it was reported that the cause of the event was an allergy to the antibiotic keflex and the topical adhesive benzoin. Signs and symptoms included urticaria, rash, and swelling of the face. Hospitalization was required. It was reported that the lead and extension were explanted on (B)(6) 2012. The reporter stated that the device was removed because of inadequate relief of voiding dysfunction. The patient recovered without sequelae. A follow-up report will be made if additional information becomes available.